Event description:
The patient was a stemi. We were performing a stent procedure of the lad. A 2.25 x 15 medtronic onyx des stent was deployed in the mid lad. Upon pullback of the stent catheter, the stent came back into the left main. The md was able to retrieve the stent to the right femoral artery. While attempting to pull stent into the sheath it stripped off and lodged in the femoral artery. Access was achieved in the left femoral artery and a snare was placed around the iliac bifurcation to the site of the stent and it was retrieved with the snare. Hemostasis was achieved with manual pressure at the right femoral artery site and an angioseal closure device was used to achieve hemostasis of the left femoral artery site.